Event description:
Correction: the right ventricular lead exhibited low and out of range impedance and loss of capture upon interrogation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital with a suspicion of lead failure on (B)(6) 2018. During interrogation, high impedance and loss of capture were observed. The lead was capped and replaced on (B)(6) 2018. The patient tolerated the procedure well without any complications.